Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297. Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established during this evaluation. The account reported that the patient was admitted to the hospital on (B)(6) 2017 for a ventricular tachycardia storm following multiple, painful, incapacitating ICD shocks since 3:00 am that morning. Amiodarone intravenous boluses and infusion were initiated. Upon interrogation, the lvad history showed no alarms. Several pi events were noted but likely occurred around the same time the patient received the ICD shocks. The patient was discharged home on (B)(6) 2017. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted on (B)(6) 2017 for ventricular tachycardia (vt) and received painful encapsidating ICD shocks since 3 a.m. Patient was on amiodarone intravenous boluses and infusion were initiated. Lvad showed no alarms. Patient was discharged on (B)(6) 2017. No further information was provided.